Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl. At the time of incidence. Customer was offered with troubleshooting for low blood glucose level however, customer declined as they had already gone through the steps of troubleshooting. Customer reported that the insulin pump did not allow them to use auto mode so that they could correct the bolus. Customer reported that they turned off the insulin pump after incidence. The insulin pump will not be returned for analysis.